Manufacturer narrative:
Additional information was received indicating that a tube change out occurred. One portex® endotracheal tube was returned for analysis in used conditions. A cut in the inflation line was noted upon visual inspection. Relevant documents were reviewed and deemed adequate. Inflation line assembly operation and training records of operator who performs the inflation line assembly operation were both reviewed; no discrepancies were found. The bell-out, fit inflation line and leak test operations were audited of (B)(4) units from production floor; no discrepancies were observed. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received that while a smiths medical endotracheal tube was in use, the customer found a crack in the inflation line, from which air was leaking. No patient injury resulted.